Event description:
The tourniquet was inflated and was functioning well until it started to alarm. At this time all of the connections were checked to see if there were any kincks or cracks of which there were none. The torniquet was deflated per dr's order. The tourniquet machine and the tourniquet cuff were taken to be checked.